Manufacturer narrative:
Date rec¿d by MFR : 09aug2019, date of report : 14aug2019. A user interface assembly and a gas delivery system (gds) assembly were returned for analysis. An investigation was performed and the power on (green) led and ac (yellow) led leads not making contact with the trace on the power switch overlay created the power on (green) led to not illuminate. The gds assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09//2019. Service engineer (se) confirmed the green light emitting diode (led) lamp was off. It was also confirmed that reaction of the panel button(s) was bad when it was manipulated and replaced the user interface assembly to fix the issues. Unit was checked overall and run in tests then no abnormality was confirmed.

Event description:
The customer reported light emitting diode (led) indicator faulty and panel buttons failure. There was no patient or user harm reported.